Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported on medwatch report # (B)(4) that patient was taken to surgery on (B)(6) 2017 for right hip wound exploration, irrigation and debridement and removal of hip implant. The patient was status post right hip hemiarthroplasty in (B)(6) 2017; returning with an infection.